Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two possibly inappropriate electric shocks. The patient went to the emergency room but was discharged without intervention. The physician reprogrammed device to turn off device therapy. No additional adverse patient effects were reported outside of the electric shocks. Currently, this device remains in service.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received two possibly inappropriate electric shocks. The patient went to the emergency room but was discharged without intervention. The physician reprogrammed device to turn off device therapy. No additional adverse patient effects were reported outside of the electric shocks. Currently, this device remains in service. According to additional information received, this ICD was producing a churning sound. No adverse patient effects were reported. Currently, this device remains in service.